Event description:
It was reported while using bd micro-fine ultra¿ pro pen needles 32g x 4mm (100 count) the medication could not be delivered. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: blocked needle 4-5 units.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. H3 other text : see h10.

Event description:
It was reported while using bd micro-fine ultra¿ pro pen needles 32g x 4mm (100 count) the medication could not be delivered. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: blocked needle 4-5 units.